Manufacturer narrative:
The battery was discarded. Therefore, the root cause at component level could not be identified.

Event description:
The international manufacturing warehouse reported that during incoming inspection the battery failed, error code 1124 was displayed on the ventilator screen. There was no patient involvement associated with this event.